Manufacturer narrative:
(B)(4).

Event description:
Procedure: functional end-to-end anastomosis. According to the reporter: it stopped in the middle of firing and could not complete to fire. Because of serious adhesion, the tissue including mesenteriolum was resected together even though the doctor felt the tissue was thick to be grasped by the jaw. The doctor also found a difficulty in returning the black return knob and the device jaws were found to be locked on the tissue. By use of electrical pencil the tissue was additionally resected for release of device. By suturing it was recovered and the case was completed. It is unk if reinforcement material was used. A new device was opened to complete the case with no problem.

Manufacturer narrative:
(B)(4).